Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 20sep2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 4.0mm x 32mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 32 x 4.00mm promus premier stent was advanced but failed to cross the lesion after multiple attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR.: promus premier ous mr 32 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts deformed and lifted from the stent profile. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.